Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/31/2014 with the following findings: there was no crack or external damage observed across the pump case. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter stated that there the ¿vents were clogged¿. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.